Event description:
The user facility reported a patient was on impella cp support and after the implant, the patient went into ventricular fibrillation. The patient was shocked three times and several rounds of chest compressions were preformed along with amiodarone given. Upon the fourth shock, the patient was converted to normal sinus rhythm and impella flows were increased to 3.6 liters per minute. Additionally, the pump was noted to be shallow. The doctor decided to leave as is and support was continued. The patient survived and is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.